Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous anastomosed shunt. The physician advanced a 4.0mmx40mmx40cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 8atms. On the second inflation the balloon ruptured at 10atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).